Manufacturer narrative:
During a coil embolization procedure, two coils (orbit mini complex fill 3.5x5-(B)(4) and orbit rdfl complex fill coil-(B)(4)) stretched during repositioning in the aneurysm, and the microcatheter was slightly kinked just at the junction part between the shaft and the hub. After the event, guidewire was utilized to exchange the microcatheter and maintained target site. All the devices will be returned for evaluation. All the products were stored per labeling instructions, and no damages were noticed on any section of the outer or inner package. An adequate continuous flush was maintained through the mc at all times, and no balloon or stent remodeling product was used during the procedure. After the event, other than the reported event, no other damages were noted on the devices (coils-kink, bend, fracture, etc or delivery systems unraveled, stretched, kink, bend, fracture, etc) or the microcatheter, and the coils remained attached to the delivery systems. No further information was provided. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00555 and 1058196-2011-00556. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00555 and 1058196-2011-00556. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
During a coil embolization procedure, two coils (orbit mini complex fill 3.5x5-637mf3505/15227352 and orbit rdfl complex fill coil-638cf0615/15358306) stretched during the procedure and the microcatheter was slightly kinked just at the junction part between the shaft and the hub. All the devices will be returned for evaluation. All the products were stored per labeling instructions, and no damages were noticed on any section of the outer or inner package. After the event, other than the reported event, no other damages were noted on the devices (coils-kink, bend, fracture, etc or delivery systems unraveled, stretched, kink, bend, fracture, etc) or the microcatheter, and the coils remained attached to the delivery systems. No further information was provided.

Manufacturer narrative:
During a coil embolization procedure, two coils (orbit mini complex fill 3.5x5-(B)(4) and orbit rdfl complex fill coil-(B)(4)) stretched during repositioning in the aneurysm. Additionally a prowler 14 (606151fx) microcatheter mc was slightly kinked just at the junction part between the shaft and the hub. After the event, guidewire was utilized to exchange the mc with target site access maintained. All the products were stored per labeling instructions, and no damages were noticed on any section of the outer or inner package. An adequate continuous flush was maintained through the mc at all times. There is no further information available regarding vessel/aneurysm characteristics or procedural factors/manipulation related to the repositioning of the coils. After the event, other than the reported event, no other damages were noted on the devices; the coils/delivery systems were not kinked, bent, fractured, etc. With the coils remaining attached to the delivery system. There were no other damages on the mc. A non-sterile orbit rdfl complex fill coil was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received partially zipped without damages; residues of dry blood could be observed on it. The support coil, gripper and embolic coil were received outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The gripper was found without damages while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with analysis of the returned device. Based on the analysis and the lack of procedural information, no conclusion can be made regarding the damage found on the coil and reported event. It is possible that procedural/clinical factors may have contributed. Neither the analysis nor the DHR suggests that the reported event is related to the manufacturing process. Therefore no corrective action will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00555 and 1058196-2011-00556.

Manufacturer narrative:
A non-sterile orbit rdfl complex fill coil was received coiled inside of a plastic bag. The hypotube was inspected and kinks were noted on it. The introducer was received partially zipped without damages just residues of dry blood could be observed on it. The support coil, gripper and embolic coil were received outside of the introducer. The support coil and gripper were found without damage while the embolic coil was found stretched and it was still attached to the gripper. The gripper was found without damages while the embolic coil was found stretched. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the microscopic analysis. The damage found on the coil and the failure experienced by the costumer could not be conclusively determinate; neither the analysis nor the DHR suggest that the failure reported could not be related to the manufacturing process. Therefore no corrective action will be taken at this time. This is 1 of 2 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00555 and 1058196-2011-00556. Additional information will be submitted within 30 days upon receipt.